Manufacturer narrative:
An exhalation transducer printed circuit board (pcb), exhalation solenoid and a exhalation module cable were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis and a diagnostic code was logged. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer (se)was able to verify error code in the memory. However, the se was not able to duplicate the reported condition. As a precaution the se replaced the exhalation pressure transducer printed circuit board (pcb), exhalation auto zero solenoid and the exhalation harness assembly. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, an 840 ventilator had logged an error code. The ventilator was not in use on a patient at the time the event occurred. No patient involvement.

Manufacturer narrative:
Statement from "it was reported that, an 840 ventilator had logged an error code" to "it was reported that an 840 ventilator generated an error code which rendered the device inoperable." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator generated an error code which rendered the device inoperable.